Event description:
On (B) (6) 2010 pt reported her infusion device is giving her more insulin than what she programs. Pt reported a blood glucose reading of 230 mg/dl on (B) (6) 2010, bolused 1.5 units of insulin and 45 minutes later her reading came down to 88 mg/dl. Pt stated it is not common for her blood glucose to drop that rapidly with only 1.5 units of insulin. Pt's normal blood glucose range is 90-170 mg/dl. Pt reported her last reading was 198 mg/dl and was taken about a half hour ago. Pt is unable to review bolus history for discrepancies at this time. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.